Event description:
It was reported that the patient experienced burning when the spinal cord stimulator (scs) device was in use and also experienced discomfort as the implantable pulse generator (ipg) was always rubbing in the beltline it was further noted that the scs device was not providing stimulation therapy. The patient subsequently underwent an scs system explant procedure. No further information could be obtained despite good faith efforts.

Manufacturer narrative:
Block b3: exact date unknown, event occurred one and a half year prior to the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: model number/catalog number: sc-8216-70. Serial number: (B)(6). Batch/lot number: 16447398. Model/catalog description: artisan lead 70 cm. Unique identifier (UDI) #: (B)(4).